Event description:
The tip of the needle broke during use and it was confirmed that the broken piece was not removed. The surgeon experienced a 10-15 minute delay as a result. A back-up device was used to complete the surgery with. No patient injury was reported. There has been no reports of repercussions experienced by the patient.